Event description:
It was reported the patient with this cardiac resynchronization therapy defibrillator (crt-d) device was implanted and same day when it was programmed to left ventricular (lv) lead, there was loss of capture (loc). This was confirmed via electrogram (egm) and surface. The device was programmed to 3v. The device was then programmed to 5v and captured was confirmed. Upon review, it was noted that the av delays were tight and right ventricular (rv) sensing was not coming in before the lv pacing. The pocket was closed at this point and lv lead in the header could not be viewed. Thresholds and impedances were consistent and appropriate. Technical services (ts) stated that there were no notable faults and the power consumption up to implant was stable. The lv impedances were greater than 1000 ohms, within the normal range. Ts recommended doing a patient-initiated interrogation (pii) in a week and can re-submit for analysis again to make sure nothing else changes. This device remains in service. No adverse patient effects were reported.